Event description:
The customer reportedly received the following results on the accu-chek compact system within 10 minutes: 316 mg/dl, 140 mg/dl and 120 mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested. The customer does not have the accu-chek compact drums used during the event.